Event description:
It was reported, that the patient presented remotely. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing and far r-wave over-sensing. That resulted, in inappropriate mode switches. Programming changes were made. The patient was stable and will be monitored.